Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 2280843. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification.

Event description:
No additional information.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd iag bc pro global grn 18ga x 1.16in was leaking at luer connection. The following information was provided by the initial reporter: leaking of IV noted, so dressing taken down to assess where leak was coming from and droplets of IV fluid was seen coming out of hub. New 18guage IV required to be inserted and broken IV removed. Occurred during patient use (within 36 minutes of use). No patient injury reported. Hub (plastic part) of IV catheter that connects to IV tubing leaking from a crack.